Event description:
A manufacturing representative reported that there was a power on reset (por) condition. The device was near its end of life (eol). When the implantable neurostimulator (ins) was programmed above 3.5v, the clinician programmer had requested the serial number to be entered. The device was 5-6 years old. It was further reported the exact error code was unknown but it was expected. The cause was not determined but the patient's implantable neurostimulator (ins) had been implanted for a long time. The clinician programmer was used to determine that a por had happened and a por would kick in when the ins was programmed above 3.7v. The patient's settings were set to below 3.7v. The patient had experienced symptoms associated with therapy withdrawal. The patient was scheduled for a normal battery replacement surgery.